Manufacturer narrative:
Upon investigation, it was determined that incorrect imaging techniques were used when attempting to identify/confirm the identity of the devices. The device contained the requisite identifiers.

Event description:
It was reported the x-ray identification code on the device could not be observed recently. The healthcare providers wanted to know the cause of it and had a question if this was due to the product modification or not. Since it was one of those MRI workflows to identify the manufacturer of the device with that ID at the reported hospital, these non-ID devices were causing inconvenience to the healthcare providers at the field.